Event description:
Customer reported that after changing a pod, her bg went to 480. At 3 am, she changed her pod and her bg went down. The pod had been hard to fill but she forced the insulin into it and continued to wear the pod. User activated a new pod. No further information reported.

Manufacturer narrative:
The evaluation indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.